Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. H3 - added information. H4 - added information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center loaner unit wasn't getting an image during installation. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that they put their original video system center back in replace of the loaner unit and it worked fine. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.